Event description:
In 2007, a female patient underwent thoracolumbar surgery with the incompass product and the open modular ti screwdriver would not seat onto the screw. This issue caused a 30 minute surgical delay. There was no reported injury to the patient.

Manufacturer narrative:
Product is an instrument and is not implantable. The investigation of the product was completed by inspecting the returned driver and reviewing the device history record for the lot. The product met specifications. The investigation concluded that the tip of the instrument is bent such that it does not allow for it to mate with the incompass screw head and thus, contributed to the surgical delay. Further investigation is pending for this issue.